Event description:
It was reported that, "during a primary hip the acetabulum was reamed to 60 mm and a 60 mm adm cup trial was impacted into pt and positioned to surgeon's preference. The trial impaction handle was then disengaged from the trial to check if the trial was seated down onto the bone. Then handle was reconnected to trial and impacted more to reposition the cup trial. The connection piece snapped off the cup."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.